Manufacturer narrative:
Product analysis: initially analysis was unable to confirm the customer comment that the programmer was unable to power on, the programmer did power up and moving the cord and wiggling the connectors caused no interruption in power and no fault was found with the connection. However it was then additionally noted that the programmer's power supply works intermittently, that after being on for awhile it would stop working and then after being unplugged for awhile it would start working again. The power supply was replaced and the software was reconfigured and reloaded. The device passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on, even when it was plugged in. It was speculated that it could be caused by a bad connection at the plug. The programmer was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection did not observe any anomalies. The power supply was connected to a known good encore programmer and plugged into 110 volt ac wall power. The programmer powered-up with atypical intermittent operation. The output voltage of the power supply at the dc connector plug output was checked. The observed output voltage varied from 19 volts dc down to 0 volts dc as the cable-to-plug was wiggled. An x-ray was performed of the plug connector. Intermittent electrical connection between the power supply cable ground wire barrel of the plug was observed, this is used to establish a high-fidelity ground connection to the programmer. Intermittent power output was confirmed caused by compromised solder connection between the cable ground and the connector plug barrel. Conclusion: the reported event was confirmed caused by intermittent power supply cable due to broken solder joint between ground wire and connector plug barrel. If information is provided in the future, a supplemental report will be issued.